Manufacturer narrative:
Sample requested but not received at time of this report. Investigation is ongoing. A follow-up report will be sent when available.

Event description:
Incident reported as: burn on cheek appropriately 1cm, happened during an ent procedure because of insulation defect of device. No info on condition of pt.